Event description:
Patient called to report that she has two freestyle libre sensors that was listed on the recall letter she received. She also stated that one of the devices fell off the same day she put it on, and that he second device had two low glucose readings, then didn't work afterwards. Pt code: 4582. Device code: 2588. Ref report: mw5181040.